Manufacturer narrative:
E1. Initial reporter facility name- (B)(6) hospital. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located over the proximal edge of the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the blades. All blades were present and fully bonded to the balloon material. A visual and microscopic examination found no issues with the markerbands of the device that could have contributed to the complaint event. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident. The tip section of the device was visually and microscopically examined, and no issues were noted that could have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon burst. A 10/27.5 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon burst. The procedure was completed with a different device. No complications reported and the patient was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon burst. A 10/27.5 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon burst. The procedure was completed with a different device. No complications reported and the patient was stable.